Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the egd procedure, the gold probe device was not able to cauterize. The case was completed with another of the gold probe device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the egd procedure, the gold probe device was not able to cauterize. The case was completed with another of the gold probe device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4): the device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The reported complaint of the gold probe device not able to cauterize was not confirmed. Visual inspection during analysis revealed no anomalies; only a slight kink catheter at the middle of the device was noted. The returned device passed all electrical testing. The device conducted current properly. The kink catheter may have occurred during device handling. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.